Event description:
Customer reported the cross-arm brake is not holding when removed from room to room. No pt injury was reported

Manufacturer narrative:
A ge rep evaluated the system and replaced the cross-arm brake assembly. System operates as intended.